Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; on (B)(6) 2020]. All channels: cronobacter (1-10 cfu). Instrument channe: lenterobacter asburiae (10-100 cfu). All channels: klebseilla pneumoniae (10-100 cfu). [Second time; on (B)(6) 2020]. All channels: pseudomonas aeruginosa (1-10 cfu). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the following was found. Objective lens and light guide lens were chipped and cracked. Light guide tube was wrinkled. Insertion tube has wrinkles. The distal end cap has dents and scratches. The adhere of the lens was worn. Angulation had slack. Bending angle did not meet the specification. The adhere of the bending section rubber was detached. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. There was no report of infection associated with this report.